Event description:
It was reported by service report that the fowler would not raise or lower. It is unk if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result - gas spring trip.